Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that multiple times the pc units are having problems holding a charge. In one case customer reports this happened in the hallway, required plugging in to reprogram because the device shut off. Patient involvement is unknown.

Manufacturer narrative:
Omit: a0705 battery problem (2885), g02002 battery. Additional information: imdrf annex a and g codes.

Event description:
It was reported that multiple times the pc units are having problems holding a charge. In one case customer reports this happened in the hallway, required plugging in to reprogram because the device shut off. Patient involvement is unknown.